Event description:
It was reported that an ilet pump exhibited a cracked display screen with a horizontal fracture across the area showing the blood glucose value, and a replacement device was shipped while awaiting return of the original. Symptoms included no reported clinical effects. Outcomes included no impact on the user¿s health and no need for medical intervention. Investigation included a review of service and return logistics. Investigation of this case revealed physical damage to the device screen consistent with a cracked or delaminated display, with no functional alarms reported. It was concluded that the device experienced a screen failure and the device was replaced.